Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, a customer could not lock a fiasp pumpcart cartridge into the ilet, despite completing rewind and other steps, and subsequently transferred insulin to a fillable cartridge that inserted without difficulty, suggesting a cartridge fit or engagement issue. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included remote visual assessment via video call and troubleshooting steps to confirm correct setup and operation. Investigation of this case revealed no device damage observed remotely and indicated a probable cartridge interface or tolerance issue specific to the pumpcart that prevented proper latch or lock, while the fillable cartridge functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge-related compatibility or dimensional variance leading to failure to secure the cartridge.